Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace insert and the failure analysis evaluation has been completed. Failure analysis found the primary failure of teflon pad damage to be related to the customer's reported complaint. The teflon pad appeared to have moved downward from its original installation point. No pieces were found to be missing. The teflon pad exhibited thermal damage. No blade damage was found. The root cause of the teflon pad damage was attributed to mishandling/misuse. The device information cannot be verified through the system log review as there are no logs were available . In addition, a review of the site's complaint history identified no other complaints related to the harmonic ace insert. Images of the harmonic ace insert related to this event were received. A review of the submitted images was performed, and it was confirmed that the blade of the harmonic ace insert was missing/detached. This complaint is being reported due to the following conclusion: during a da vinci-assisted thyroidectomy surgical procedure, it was alleged that the blade of the harmonic ace insert broke off and fell inside the patient. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted thyroidectomy surgical procedure, the customer noted that the surgeon used the harmonic ace insert to "insert the tissue to separate the large head," and the "rupture" was removed during the same procedure. The patient had no complications due to the reported incident. The customer replaced the harmonic ace insert with a back-up device of the same kind and completed the procedure with no reported injury. On 22-mar-2022, intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the harmonic ace insert was reportedly inspected prior to use, and no issues were noted. No instrument collision was observed during the procedure. The harmonic ace insert "head" was fractured, and fragments fell inside the patient. The customer retrieved the broken fragments with other instruments during the same procedure. It was confirmed the patient had no post-surgical complications. There is no video recording of the procedure, but images of the instrument damage were provided.